Event description:
It was reported that the customer may have overdosed inadvertently or possible intentionally with the insulin pump and needed assistance immediately. Reviewed the basal rates and bolus history as well the time since the device did not show a bolus for the day of call. It was stated that it seemed the customer did not bolus at all, but she did used a manual injection. During the call, the caller mentioned that the customer went to the emergency room due to high blood glucose. Then the father brought her back with low blood glucose of 20mg/dl, and she was treated with normal saline. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.